Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) incomplete_interrupted cycle. The analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was a received loaded with staples, with the washer uncut and with the knife recess below the reload deck. The reload had only seven staples that were noted to be protruding; this condition is consistent with the device being partially activated. As a result of the partial firing, the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an (B)(4). In addition, at finished goods, the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lung volume reduction procedure, at first, the assistant doctor pushed the release button to change the position of the cut line after the jaw was closed before firing. However, the device could not be released and the jaw was not opened, so the assistant doctor decided to fire at the point. When the assistant doctor grasped the firing trigger, the device was locked out. The jaw was released when the operating surgeon pushed the release button. After that, it was confirmed that some unformed staples were deployed on the rectum. Finally, all unformed staples were removed and another device was used to complete the case. There were no adverse consequences for the patient.